Event description:
The reporter indicated the surgeon used a ks-1 elastimide iol preloaded injection system. An aq2017v three piece silicone lens was implanted in the patient's eye. After insertion it was noted, the lens optic was torn at the haptic junction. The lens remains implanted. Cause of lens tear is unknown.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history, work order search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt age and weight: unk. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and device work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
(B)(4). The evaluation of the product was performed by (B)(4) using photo/video provided by the facility. The findings were the lens folded figure was normal but remaining inside the nozzle. Viscoelastic should have infused enough volume seeing from the sign. Top flange was pushed down correctly. Though there are some possible root causes, we were not able to determine the exact one if setting and handled were performed in the right way. Based on the complaint history, work order search, medical reivew, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).